Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the returned 357.369 blade guide sleeve was received in fairly good condition with only a few nicks in the threading. The device was manufactured in 6/2011 and is over three years old. Drawing number 357.369 rev. F was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No product issue was identified in the complaint description or noted upon examination. Therefore, a review of the assessment is not applicable for this device. The condition of the returned device does agree with the complaint description. The complaint condition for this device was able to be replicated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID: (B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: (B)(4) manufactured the blade guide sleeve for trochanteric fixation nails. Initially, the part conformed to the supplier¿s certificate of compliance and was inspected and conformed to the synthes incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while doing a trochanteric fixation nail (tfn) surgery, the helical blade was not able to pass through the nail; it was getting caught on the nail. The surgery was successfully completed using a new helical blade, nail and new set of instruments. There was surgical delay of more than one hour reported. This is report 5 of 8 for (B)(4).